Manufacturer narrative:
Results - the lens was rehydrated in bss for re-measurement. The lens width and diopter were measured and the result of the measurements were compared against the original values and the lens was found to be in specification. Were unable to measure the lens length due to condition of lens. (B)(4).

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, (B)(4) - explanted. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of both haptics torn off and missing. The lens was returned dry and there was evidence of dried residue/foreign material on the lens surface. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - medical review. Results - medical review - review of this file indicates that the icl was implanted in both eyes of a patient and a reftractive surprise of +3.0d was noted post-op. The icl was removed and sent back for analysis. Diopter and resolution showed that both lenses were within labeled specifications. The root cause of this problem was not due to the icl. Refractive surprise may occur either due to a miscalculation, inaccurate measurements (due to contact lens wear) and poor surgical planning. Conclusions - based on the complaint history, work order search, medical review and the evaluation of the returned product, possible causes of the event may be either due to a miscalculation, inaccurate measurements (due to contact lens wear) and poor surgical planning. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2012, due to an unexpected outcome of +3. The lens was explanted with no patient injury.